Manufacturer narrative:
The event occurred in finland during treatment. It was reported that the touch screen does not respond. The cardiohelp was replaced. No harm to any person has been reported. The getinge field service technician confirmed that no patient data is available. Further it was stated that the customer did not used the cardiohelp further with the rotary encoder as a back-up cardiohelp was available. Additionally, the screen is visually intact and the screen failure did not affect the patient treatment. As the cardiohelp was replaced, a report is required. A getinge field service technician (fst) was sent for investigation on (B)(6) 2025 and 14. The user interface hardware update kit was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The failure "touch panel is not responding" has been previously acknowledged and actions have been implemented to avoid the reoccurrence of the issue. The touch panel foil (material 70505.3579) which was used formerly showed an increased rate of connection problems. As a solution for that a new touch panel was implemented and is built in cardiohelp units since (B)(6)2019. In regard to the replacement of this part a service bulletin (issue 82 - (B)(6) 2019) was provided to the sales and service units. Due to the age of the device and this component user interface, age related aspects can be considered as well (the device was manufactured on (B)(6) 2012). The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further according to the instruction for use (IFU) of the cardiohelp system, chapter "check before every application" the touch screen must be checked before use. According to the IFU, chapter "inter-hospital patient transportation", the cardiohelp-I has degree of protection according to iec 60529 of ipx1 (no protection against splash water). For patient transport, the use of the protection cover is required. The product in question was produced on (B)(6) 2012. The root cause for this issue was already determined as a quality issue and a new touch panel was implemented as part of the ch user interface hardware update kit (material 70107.3922) in (B)(6) 2019. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. According to the risk review the reported failure is below the acceptance threshold according to the risk management plan of the cardiohelp. Based on the results the reported failure "touch not responding" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the finland market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.

Event description:
The event occurred in finland during treatment. It was reported that the touch screen does not respond. The cardiohelp was exchanged. No harm to any person has been reported. As the cardiohelp was repalced, a report is required. Complaint ID# (B)(4).